Event description:
Reporter stated she had glaucoma, and her doctor told her if she had surgery she would never put in eye drops ever again. She had the surgery at (B)(6) hospital and the doctor put in a tube in her left eye. She said now she cannot see, she cannot read, she cannot drive. She said she is legally blind and disabled.

Event description:
Add'l info rec¿d from reporter on 7/27/2020 for mw5094993. Reporter is male and not female. Reporter's address updated.